Event description:
It was reported that this implantable lead exhibited noise. This lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).